Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, a 2.75x23mm xience alpine stent was implanted to treat the dissection, but another dissection occurred. A 2.75x15mm was implanted to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.